Event description:
Procedure type: low anterior resection. Patient sex: unknown. According to the reporter: the stapler was used to create an anastomosis and was fired over a previous line of ta 60 staples. The donuts were examined and both were intact as well intra-operative leak tests were negative from the eea staple site. However, the next day, the patient developed bowel leakage and was returned to surgery for further treatment.